Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the catheter migrated/dislodged and the location of the catheter issue was unknown. It was noted a revision would be scheduled. Diagnostic testing and troubleshooting performed included a dye study, rotor study, and the logs were checked. The cause of the issue was undetermined. The patient experienced less than 50% therapy relief with the event and the location of the issue was the catheter track. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver morphine. How and when the catheter issue was identified, information regarding the revision, additional actions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the catheter was revised.

Event description:
Additional information reported a dye study revealed subdural catheter location. Surgical intervention occurred on (B)(6) 2014 and a revision was done. The patient recovered without permanent impairment.